Manufacturer narrative:
Product ID: 3093-28 lot# va08f3e, implanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient reported that the implant site was hot and hard. It was noted that the patient was not running a fever. It was further noted that this started two days prior to report. Additional information received reported that the cause of the event was due to a ¿(B)(6) infection of battery pouch.¿ it was noted that the device was explanted. It further noted that the implant was removed on 2013 (B)(6). It was noted that hospitalization was required due to this event. It was noted that the patient recovered without sequelae.